Event description:
Caller reported a grey screen issue that affected their ability to interact with the pump and read the pump screen. Blood glucose levels remained within the normal range, indicating that there was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent imminently. Comprehensive instructions, including steps to put the pump into storage mode and return procedures, were provided and acknowledged by the customer.